Event description:
Same case as 2134265-2008-03011. It was discovered on further f/u that a second stent was implanted during the index procedure. It ws further reported that the target lesion was a 2.5mm, 90% stenosed, 63mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with pre-dilation at 20 atm. A 2.5x24mm taxus express2 stent was placed at maximum pressure of 18 atm. Two non bsc stents were also placed in the target lesion. Residual stenosis became visually 0% ds (22% ds by qca estimate), and good stent apposition was confirmed with ivus. There was timi-3 flow. The pt remained in hosp for chf control, but was discharged on aspirin and plavix. One hundred and twenty five days post-index procedure, the pt developed heart failure and was admitted. Hepachron, heparin na and inovan were administered. The heart failure was subsided and the pt was discharged 44 days after the index procedure. Two hundred and nine days post-index procedure, the pt developed respiratory discomfort. Paracentesis of the pleural cavity was performed, and dobutamine, heparin na, coretec and lasix were administered, but the pt expired 228 days after the index procedure. An autopsy was not performed. The investigator reported that the causality between death and respiratory discomfort was unk, and the causality between target vessel and respiratory discomfort was also unk. Respiratory discomfort led to the death was judged by the investigator to be unk relationship to the taxus stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.